Event description:
The patient was implanted with a left ventricular assist device. The patient reported that two pump stop alarms had occurred. The patient was asymptomatic. A potential compromised wire in the percutaneous lead was suspected by the user facility biomedical engineer and the patient was provided with an ungrounded power module patient cable. Review of the system controller data log file by the manufacturer's technical services noted the pump stop alarms and a low speed event, but a compromised percutaneous lead was not suspected. The patient was placed back on a grounded power module patient cable. No further events have been reported.

Manufacturer narrative:
Corrected information: (B)(4). Approximate age of device ¿ 25 days. (Calculated from the date when the system controller was issued to the patient.) A full evaluation of the device could not be conducted as the device remains in use. The report of two pump stop alarms was confirmed through the analysis of a submitted data log file. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number was requested, but was not provided. The approximate age of the device and the device manufacture date are unknown because the serial number was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.